Event description:
It was reported the patient experienced an gradual frequency in re-charging the ipg. As a result, the patient underwent surgical intervention wherein the ipg was explanted and replaced which resolved the issue. Therapy was restored post operatively.